Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a hysteroscopy with the subject device, endoscopic image did not appear. The procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; -the manufacturing history (DHR) confirmed no irregularity. -disconnection of the cable was noted. Omsc guessed that the reported event was caused by the disconnection of the cable. There is possibility that the disconnection of the cable was caused by user handling. If additional information becomes available, this report will be supplemented.